Event description:
The patient stated that today her infusion set tubing was partially separated at the luer lock connection after only 1 day of use. The patient stated her blood glucose rose to 237 mg/dl and she then noticed the tear in the infusion device tubing. She stated she caught it soon enough that there were no notable symptoms. She stated that she changed the infusion tubing and bolused to lower her blood glucose. The patient did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for evaluation.